Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted and replaced due to infection and the device pocket eroded. Antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.